Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. However, the real time clock (rtc) was reset to 2000 but when the date and time were set to actual time and the internal battery (bt2) was adequately recharged, the controller was able to keep accurate date and time. The rtc was reset to 2000 most likely because the controller had not been connected to an external power source for extended periods of time and the internal coil cell battery had run down. No failure detected. The most likely root cause of the rtc rest to 2000 may be attributed to the controller not being connected to an external power source for extended periods of time and the internal coil cell battery had run down. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that when the patient was seen in the clinic, it was noted that while downloading log files, the controller date was set to "00". The site attempted to change the date but the controller would not hold the date. The controller was exchange with no reported consequence or impact to the patient. No further information was provided.